Event description:
Hospital ICU/ccu personnel responded to a post open heart surgical patient described as in cardiac arrest. The pt's chest was opened, internal paddles connected to the defibrillator through the device and the charge button pressed. According to the reporter, the defibrillator would not charge or discharge energy to the pt. A backup defibrillator was called for and used but, according to the reporter, it also would not charge or discharge energy to the pt until the internal paddles connector's lock collar forced a connection through the adapter and energy was transferred to the patient using the adapter's discharge buttons. The patient was not resuscitated. The reporter stated the alleged malfunction resulted in a 5 to 7 minute delay in therapy.